Event description:
Reported due to a retroperitoneal bleed. The physician performed an arteriotomy closure on an obese pt using the starclose device after an interventional procedure. A femoral angiogram showed the stick to be above the inferior epigastric artery (iea). Two hours later when the pt was first ambulated, she seemed disoriented and fainted. She was sent for an emergent computerized tomography (CT) scan which revealed a retroperitoneal hemorrhage. She was given an unknown amount of blood and was returned to the cath. Lab for surgical repair of the arteriotomy site. The pt was reported to "fine" and was discharged home as previously scheduled the next day.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. This report represents all the info known by the reporter upon query by abbott personnel. Cus-20325-exp.